Event description:
Amazon seller lifepro outlets is going selling medical product air compression cold therapy machine without 510k, it is illegal. Lifepro air compression cold therapy machine exploded before and made my leg hurt. Lifepro should stop selling illegal medical product in case damage more americans' life. Please stop lifepro outlet sells any illegal medical products. FDA safety report ID# (B)(4).

Event description:
Additional information received from FDA for report mw5113019 to update procode to irp and manufacturer to (B)(4).